Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. Called while flushing, during sheath preparation. The component of the insertion part was broken (the orange part with the valve). Confirmed that not broken visually, but the gap in the connection was about 1mm wide. The customer also said did not want to use, so replaced. The issue was resolved by replacing the vizigo to another new one. The procedure was completed without patient's consequence. Additional information was received. The section were the issue was observed was the brim cap. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap did not detach from the sheath. However, there was about 1mm gap in the connection. The sheath was not used on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. Called while flushing, during sheath preparation. The component of the insertion part was broken (the orange part with the valve). Confirmed that not broken visually, but the gap in the connection was about 1mm wide. Additional information was received. The section were the issue was observed was the brim cap. The device evaluation was completed on 19-mar-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the brim cap was broken. The broken condition could be related to the incorrect insertion of the dilator into the sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken brim cap observed could be related to the brim cap detached issue reported by the customer, the complaint was confirmed. The potential cause of the broken brim cap could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).